Event description:
It was reported by service report that the stretcher had a broken weld on the side rail and it was unable to lock in the upright position. No patient involvement or adverse consequences are reported.